Manufacturer narrative:
A photo was returned and showed blood leakage. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 232739. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in had blood come out of top of tube and sides when filling. No injury or medical intervention. No mucous membrane exposure.